Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.

Manufacturer narrative:
The device was received deployed and with the formed needle visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the formed needle and the slide retract. This improper installation of the formed needle into the slide retract resulted in the needle not retracting back into the pod. The exposed needle contributed to the reported pain during insertion. The investigation found the formed needle to be bent. Damage was also observed on the distal tip of the soft cannula. It could not be conclusively determined when or how this damage occurred. Fluid was able to flow through the entire fluid path and the download data contains no irregularities that would indicate a struggle to deliver insulin.